Event description:
It was reported that while unpacking the renegade hi flo 135/10 kit, it appeared to have a fractured tip. The device had not been removed from the carrier tube. The procedure was completed with a different device. As there was no patient contact, no patient complications occurred.

Event description:
It was reported that while unpacking the renegade hi flo 135/10 kit, it appeared to have a fractured tip. The device had not been removed from the carrier tube. The procedure was completed with a different device. As there was no patient contact, no patient complications occurred.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the returned device was received in two sections. The distal section of the catheter was returned inside the dispenser hoop and the proximal section was returned outside the hoop. Visual and microscopic examination revealed a shaft kink 7.2cm from the proximal end and a shaft break at 12cm. 58.3cm of inner braid was exposed and was broken at this point. The remainder of the catheter was in the dispenser hoop and could not be easily removed. The hoop was flushed and the remainder of the catheter was then easily removed. Upon removal, it was noted that the catheter shaft was wrinkled 99.5cm from the distal end. The distal end of the catheter shaft was stretched. An appropriate sized mandrel was inserted through the proximal end, but could not be advanced past 5.4cm from the proximal end. The strain relief was removed from the hub and a break in the catheter shaft could be seen 5.4cm from the proximal end with the inner braid exposed but not broken. The mandrel was advanced through the distal end, but could not be advanced passed the wrinkled section of catheter. A coating confirmation test confirmed the presence of coating, however there was severe coating damage evident all along the catheter. There was no peeling or missing coating. Dimensions which were able to be measured were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as adequate flushing was not performed while removing the device from the dispenser hoop. (B)(4).